Event description:
During surgery for a distal femur fracture on (B)(6) 2013, while the surgeon was using the insertion guide from the less invasive stabilization system to reduce the fracture, the tip broke off. Surgeon choose to leave the instrument fragment in the patient's bone. It was reported that due to this event no additional time was added to the surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A product development evaluation has been conducted. Considering the strength of the plate, it is necessary that the surgeon ensure the pull reduction device, insertion sleeve and plate hole are properly aligned when pulling the bone to the plate. Failure to do so may result in excessive stress at the pin/bone interface of the pull reduction device, leading to potential breakage of the pin tip. Considering the relatively low failure rate of this device, it is unlikely that the design played a contributing factor in the device failure. The failure is more likely related to technique error when applying the device or over torquing the nut on the stabilization bolt. This complaint is determined to be invalid. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The diameter of the remaining broken off threaded portion sb4x1 meets specification. The surface of the fractured area is homogeneous and does not show any anomalies of materials structure.